Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection, force sensing resistor test and power on self-test were performed. The alarm log review and power on self-test identified the f-38 alarm. During the force sensing resistor testing it was determined that the cause was damaged force sensing resistors (fsr). The fsr's were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misleading detection circuitry) on channel 2. There was no patient involvement. Additional information was requested and is not available.